Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not secure the cutter device and the device ran in the load position (power broken). It was further determined that the latch on the nose tube, the pawl release castellations and the lock cylinder castellations were worn. It was observed that the pawls were abraded. It was further determined that the device would not secure the cutter device because the pawls were damaged. It was determined that the device ran in the load position because the lock cylinder and pawl release castellations were worn. It was further determined that the pawl release and lock cylinder castellations, the nose tube latch wear, and the abraded pawls were caused by trying to operate the device in the load position or by pushing down on the disconnect sleeve while the device is in operation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism did not work on the motor device. During in-house engineering evaluation, it was determined that the device would not secure the cutter device and the device ran in the load position (power broken). The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.